Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. No product was received for evaluation as the device remains implanted. As examination of the components may not conclusively confirm or disprove the report of extrusion, quality accepts the physician's observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
Additional information received stated, vaginal extrusion of a small piece of the blue thread in the left vaginal cul-de-sac area. The patient had just felt something by introducing the estrogen cream, otherwise she had no symptoms. Treatment: thread cut off/removed during consultation (no anesthesia), vaginal/local estrogen, control planned in 4 weeks according the investigator this event is related with the procedure.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a patient experienced vaginal extrusion after altis procedure. Date of procedure: (B)(6) 2017. Date of onset event: (B)(6) 2019. Description of the event: vaginal extrusion (small piece of the blue suture in the left vaginal cul-de-sac area). Treatment: revision of altis (suture cut off/removed), estrogenization, control planned in 4 weeks. Status of the event: resolved on (B)(6) 2019 (device still implanted).